Event description:
It was reported that the patient received an inappropriate shock for an episode where the device initially withheld detection due to an episode that met atrial fibrillation (af) criteria, but was eventually classified by the device algorithm as supra ventricular tachycardia (svt). The patient's medications were adjusted, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5568 implantable pacing lead - (B)(6) 2011; 4296 implantable pacing lead - (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.